Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Event description:
The hcp reported that on (B)(6) 2014 at 1 pm the patient went in for a refill. That night following the refill the patient began having symptoms overnight. On (B)(6) 2014 at 3 pm the patient was in the parking lot of the clinic and was ¿too loose¿ to walk in. It had been 26 hours since the refill. At the refill the patient came in with the pump programmed to 2000 mcg/ml at 120 mcg/day. The pump was refilled with 500 mcg/ml and programmed to 500 mcg/ml at 110 mcg/day. A bridge bolus was not programmed at the time of the pump refill (when the drug concentration was changed) it was determined that the patient had been getting 440 mcg/day, not 110 mcg/day. It was determined that the in 26 hours, 0.238 ml has been delivered. The pump was used to deliver lioresal. Additional information later reported the device was reprogrammed to provide infusion bolus on (B)(6) 2014; infusion mode 110 mcg/day. It was noted the patient was doing well now and receiving effective therapy. The hcp also noted that after calling for an update the patient reported improvement in condition.